Event description:
It was reported that the patient presented to the emergency room in atrial flutter and the device was undersensing in the atrium. The sensitivity was decreased in the atrial channel which resulted in appropriate sensing. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.